Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to harness failure. In addition, front panel emergency light-emitting diode blinks when powered on. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that an e207 emergency light failure was noted with the evis exera iii xenon light source. The event occurred during preparation for use and the operation was aborted. During a standard service inspection of the customer returned device, front panel emergency light-emitting diode blinks when powered on. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty harness. The cause of the faulty harness could not be identified. Olympus will continue to monitor field performance for this device.